Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device powers on with button but not with test strips. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device powers on with button but not with test strips. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Reader powered on with button depression. The user reported problem with test strip opening. Reader did not turn on with strip insertion. The returned reader was further investigated and de-cased performed a visual inspection on the pcba (printed circuit board assembly); liquid contamination was observed. Burn mark was observed near tb38 component. An extended investigation was performed . A review of the case history was performed, burn marks were observed upon visual inspection. Visually inspected the de-cased reader and its printed circuit board assembly (pcba) and liquid contamination was observed on r83 component and minor burn mark was observed on the tb38 component . Reader log was successfully downloaded. The initial download was reviewed and no cybersecurity error codes was observed. The returned reader turns on and was able to charge. The battery was measured and was within the specification. Used thermal camera and did not observe hotspot. Performed power consumption test and test passed. Burn mark was observed and did not affect the functionality of the returned reader . The passing of functionality testing is an indication that there were no issues with the reader functionality, therefore this issue is not confirmed. At this time cable and adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.